Event description:
It was reported that a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time of the reported event.

Event description:
The service engineer (se) inspected the device and replaced the printed circuit board (pcb). The ventilator was returned to use.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.